Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual functional indicated witness marks on beveled wall of the left jaw. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, the needle fell out of the first device twice. The needle fell into the patient cavity and was retrieved. A second handle was used, the needle on the second handle bent badly and could not be toggled. A third handle was used and worked fine. There was no injury to the patient.